Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio isolated the cause of the issue to the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
The customer purchased a replacement device and this device was scrapped by physio-control.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed.